Event description:
The customer states that they had noticed erratic hemoglobin results for patient samples processed using a cell-dyn 1800 analyzer. One patient generated the following hemoglobin results for three runs; run 1: hgb=11.0 g/dl, run 2: hgb=6.6 g/dl, run 3: hgb=11.7 g/dl. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer stated that the erratic hemoglobin (hgb) results were not reported outside the lab; samples were sent out to the reference lab for testing. The customer reported cleaning the aperture plates and flushing the reagent lines without resolution. The customer attempted to run precision on normal whole blood, but after five (5) runs the hgb began running between 12.9 to 17.9 g/dl, causing cv% to be 15.4. The customer technical advocate (cta) verified with the customer that quality controls (qc) were within range. The customer reported that the correct lyse was installed and the syringes were cleaned; no bubbles or leaks were observed. The customer reported that hgb reference was 1789 (specification of 1800 - 2200). The cta scheduled a service visit for issue resolution. A field service representative (fsr) found that the hgb voltage was low; the fsr made an adjustment to the voltage. The customer verified proper instrument operation. No further investigation was required. The issue is adequately addressed in the product labeling a non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.